Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this case was provided and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause for the stenosis cannot be confirmed. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 33mm pericardial mitral valve, implanted in the tricuspid position, is experiencing tricuspid stenosis. The implant duration of the pre-existing surgical valve is 9 years. It is unknown at this time what type of intervention is planned. No other details were provided.

Manufacturer narrative:
Supplemental submitted to include additional information received through follow-up with. Based on the information provide the root cause for the stenosis and regurgitation remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up that the patient underwent the valve in valve procedure due to severe tricuspid regurgitation and stenosis. A 29 mm transcatheter valve was successfully implanted with no residual regurgitation or pvl and a gradient of 1 mmhg on post op tee.